Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation cpu and the backplane. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported poor image quality - blurry images. No pt injury was reported.